Manufacturer narrative:
Investigation of this complaint found that a use error occurred at 14:37 pm on (B)(6) 2017 when a user failed to complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Specifically, a user affirmed in the instrument software that the reagent concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 14:37 pm on (B)(6) 2017. However, the actual ethanol concentration in bottle 5 remained as 74.6% because bottle 5 (ethanol) had been removed from the instrument for seven (7) seconds, which is not sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 5 (ethanol) was used for the final dehydration step of the factory 2 hr xylene standard" protocols started in retort a at 14:37 pm on (B)(6) 2017 and in retort b at 17:57 pm on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The reagent in bottle 5 (ethanol) was subsequently used for the final dehydration step of both the "factory 2 hr xylene standard" protocols started in retort a at 12:33 pm and 17:55 pm on (B)(6) 2017. Although the complainant reported sub-optimal tissue processing from the "factory 2 hr xylene standard" protocols started in retort a at 12:33 pm and 17:55 pm on (B)(6) 2017 only, the quality of tissue processing from the "factory 2 hr xylene standard" protocols started in retort a at 14:37 pm on (B)(6) 2017 and in retort b at 17:57 pm on (B)(6) 2017 would also have been adversely impacted. The instrument was found to have functioned as designed during execution of the four (4) protocols, which completed on either (B)(6) 2017.

Event description:
On 16 may 2017, leica biosystems received a complaint that under-processed tissue samples had been identified after processing. The complainant reported that the presence of water was evident in both the affected tissue samples and in bottle 11 (xylene), which was noted to be "cloudy". The complainant advised that the reagent in all bottles designated for reagent types alcohol or xylene, with the exception of the bottles designated as 70% ethanol, had been replaced the previous day; and a test run comprising 10 cassettes had been completed. The complainant further advised that the tissue samples from the test run were under-processed; and no contamination was evident in any reagent bottle designated for xylene or in any of the wax chambers. On 16 may 2017, a leica field support specialist (fss) visited the laboratory in order to obtain further details of the circumstances involved in this event and to provide applications support. The complainant advised that the sub-optimal tissue processing reported was derived from a two (2) hour processing run in retort a comprising 170 cassettes, which completed at 14:44 pm on (B)(6) 2017. The complainant also advised that on (B)(6) 2017 information displayed in association with an error code indicated that the final concentration threshold for ethanol had been exceeded and instructed the user to replace the reagent in bottle 5 (ethanol); information displayed in association with another error code displayed on two (2) occasions on (B)(6) 2017 also indicated that the final concentration threshold for ethanol had been exceeded and instructed the user to replace the reagent in bottle 5 (ethanol); an event code subsequently recorded in the instrument logs on (B)(6) 2017 indicated that the station properties for bottle 5 (ethanol) had been reset and the station properties for bottle 12 (xylene) had been reset 09:24 am on (B)(6) 2017. On 24 may 2017, the fss assigned to this event documented that the complainant had advised that all cases from which tissue samples had exhibited sub-optimal processing were diagnosable.